Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The device was received at ww headquarters by the investigation team. Per device explantation report, the device had failed with 5 of 12 electrode channels being deactivated. Per new information no trauma was reported. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at med-el headquarters. Per device explantation report, the reason for explantation was that 5 of 12 electrode channels were deactivated. Suspicious results were reportedly found at a mapping session. The device housing was found slightly rotated prior to removal. The active electrode lead may have been damaged due to explantation.